Manufacturer narrative:
One 6f angio-seal vip was returned for evaluation. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeves were in the full rear lock position. The tamper tube was completely released from the carrier tube. The collagen formed a knot at the end of the suture line but no anchor was attached to the suture nor was the anchor returned separately. There was blood like substance observed on all returned components. The carrier tube hub cap was disassembled to check suture position within the winding disc. There was no suture left within the spool. No sign of damage or any other anomalies were noted. No damage was seen on the ends of black or clear markers. Upon disassembling the carrier tube from the hemostasis sheath, no significant accumulation of blood like substance was noted. The anchor was detached from the collagen on the returned product and no suture line break above the suture knot was noted. The tamper tube outer diameter was measured to be 0.0600" and inner diameter was measured to be 0.023". The carrier tube outer diameter was measured to be 0.0805" and inner diameter was found to be 0.066". All dimensions were conforming to the specifications listed in the drawing print revision active at the time of manufacturing as referenced in the DHR. Based on historical complaint data and review of the IFU, the anchor can detach if the device is pulled excessively during withdrawal after formation of the collagen knot such that the black heat shrink is fully visible. Since the suture and collagen had dried and degraded it was not possible to recreate the maximum extension of the tamper tube. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely there was excessive withdrawal of the device during final tamping step. Angio-seal vip IFU art100041662 d (2016-01) was reviewed and the following instructions were noted: once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. Sufficient graphical details are provided to warn the user against over tamping. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the suture broke. The following information was provided by the user facility: during use on a patient, the suture broke; they had to remove the whole system; hemostasis was achieved by manual compression; there was a reported hematoma at patient the puncture sight; and there was minor harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on 10/17/2017. The anchor was lost in the vessel and migrated. The suture broke when pulling back. Additional information was received on 10/20/2017. The anchor stayed in the patient and nothing happened. The anchor was not retrieved from the patient.